Manufacturer narrative:
Additional information was received that the patient underwent a lead replacement procedure per physician's preference. No device malfunction was suspected. The patient was doing well postoperatively. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient had high impedances. The physician stated that it was unknown if the leads had been jarred from the ipg or fractured after the patient's fall. The patient will undergo a revision procedure.

Manufacturer narrative:
Date of event: (B)(6) 2017. Additional information was received that the patient's lead had pulled away when the patient fell. It was also reported that the patient was not able to get any coverage as the leads lost connection.

Event description:
A report was received that the patient had high impedances. The physician stated that it was unknown if the leads had been jarred from the ipg or fractured after the patient's fall. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2317-50, serial#: (B)(4), description: infiniontm cx 50 cm lead.

Event description:
A report was received that the patient had high impedances. The physician stated that it was unknown if the leads had been jarred from the ipg or fractured after the patient's fall. The patient will undergo a revision procedure.